Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(4) 2018, endologix was made aware by a rep on a recent visit to a physician at (B)(6). Based on ctas, the patient's two (2) physicians decided that a secondary procedure was needed to correct the middle narrowing of the bifurcated graft, which was placed on (B)(6) 2017. The secondary procedure (ivus) was performed on (B)(6) 2018 with a non-endologix stent. The procedure was successful with the expansion of the device in the narrowed segment. The patient's condition was stable post-op surgery.

Manufacturer narrative:
Based on the information received at the completion of the clinical evaluation, there were reported evidence that supported the following case event. Clinical was able to confirm the secondary procedure for aortic stenosis. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the mid aortic stenosis was the pre-existing, off label aorto-iliac stenosis. There were no procedure related harms, and the patient was discharged in good condition on the first post operative day. A review of the manufacturing lot confirmed all devices met specifications prior to release. The devices remain implanted in the patient and will not be returned and no evaluation will be completed. These types of events will be monitored and trended as part of the quality system. (B)(4).